Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular lead exhibited loss of capture. Additionally, the insulation was noted to be degraded. The lead was removed and replaced during the same procedure. The patient was stable.